Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic suture needle was not sharp. The scheduled procedure was cataract surgery, and the timing of the event was unknown. The surgery was completed on same day. The details of the patient impact were not reported. Additional information has been requested, but none received to date.